Manufacturer narrative:
A philips product support engineer (pse) reviewed the provided audit log from the philips patient information center ix (pic ix) the mx40 was connected with during this event. The pse determined that the reason the device did not alarm for spo2t values in the 60s was because there was an active red level desat alarm in progress, and there is no higher-level alert for spo2. The alarm was acknowledged, which would silence the red alarm sound for a configured period of time (reminder time); the visual indications of the alarm would continue. The pse indicated that if they wanted more than a reminder, the alarm reminder configuration parameter can be configured to ¿re-alarm¿ instead of just ¿remind"; this would apply to more than just the desat alarm. Based on the information available and the testing conducted, the cause of the reported problem was that a red alarm was already active. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an mx40 patient wearable monitor indicating that on (B)(6) 2025 at approximately 21:50 an o2 saturation (sat) alarm failed to trigger when patient measurement was in the 60s. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.